Event description:
Caller reported there is no active insulin displayed at any time on the meter. No explanation found for missing active insulin in display. No communication problems between meter and pump. No adverse event reported. Requested return of the alleged meter for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.